Event description:
Complainant alleged that while attempting to monitor a 27-year-old female patient, the device displayed a "pace defib device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing inlcuding bench handling power cycling and defibrillation cycling without duplicating the report. An internal inspection of the device found no discrepancies. It's important to mention the device encountered a pace/ defib fault condition during selftest at power up, performed a soft reset rebooting the device, and was able to be used during the event without further issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.